Event description:
Additional information was received on 27jul2021. The procedure that was performed for the patient prior to use of closure device was a ptca. A 6fr sheath was used. A pre-deployment angiogram was performed. The patient's condition was stable. Hemostasis was completed by troubleshoot via phone; they cut a part of the angio-seal- until the tamper tube was visible and compressed collagen with it.

Manufacturer narrative:
Section e1.-name has been corrected per additional information received; name is dr. (B)(6) not (B)(6).

Manufacturer narrative:
This report is being submitted as follow up no. 2 to update , and to provide the completed investigation results. One used 6fr angio-seal vip device was received for product evaluation. All the components of the device were returned for evaluation. The carrier tube shaft was cut at multiple locations and tamper tube was also cut through. Guidewire, header bag and locator were returned as well but no anomalies on them. Visual inspection revealed damage observed on the hemostasis sheath. Sharp cuts were found on the sheath shaft near the letter 'a'. The bypass tube was inserted into the sheath hub properly. The deployment sleeve was in the rear lock position with the colored bands fully exposed. The carrier tube was cut through the locks of the device sleeve. The carrier tube assembly and tamper tube appeared to have been cut through in the proximal portion. The cut on the proximal region of the carrier tube shaft doesn't appear as a clean cut. There was also damage observed on the distal portion of the sheath near the manufacturing slit. The suture was observed under the microscope and appeared to be cut with a sharp object. For functional analysis of the spool in the tensioner, the sheath hub and deployment sleeve were removed from the device cap. The tensioner was then removed from the device cap. There were several turns of the suture present within the suture wind disk. No gross anomalies were noted with the tensioner plug. Lots of blood like substance was found in the hub. Then, a pair of tweezers were taken, and tension was applied on the suture. The suture was able to unspool, and no resistance was experienced. No functional anomalies were noted. For dimensional testing, the od of the tamper tube was measured to be 0.060'' which was within the specification of 0.060 +/-0.002). The ID of the carrier tube was measured to be 0.067'' and which was within the specification of 0.068" +0.005/-0.005. All measurements were within the manufacturer specifications. The complaint could be confirmed for deployment difficulties since the returned device was severed which indicates that some form of resistance occurred. Based on the evaluation performed, the tensioner was examined to ensure that the suture lock-up did not contribute to the allegation. No functional anomalies were found with the tensioner. It is likely that there was a temporary resistance during pull back to release the suture due to the excessive amount of blood in the tensioner hub. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design or quality system issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the fmea.

Manufacturer narrative:
Implant date (2021 reports): implanted date: device was not implanted. Explant date (2021 reports): explanted date - device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that deployment of the angio-seal device was not possible. There was not a second click. There was no harm to the patient.